Manufacturer narrative:
A sample was not returned for investigation. The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. The customer pak lot specific to this event is not known; therefore, review of the DHR and lot history not possible. The root cause could not be determined. (B)(4).

Event description:
A customer reported a patient presented with tass (toxic anterior segment syndrome) three days following a cataract procedure. The patient was noted to have conjunctival redness, photophobia, tearing, and hypopyon. A vitreous sample was obtained and the culture identified "staph epidermidis." Complications noted as modification in vision, debris in posterior chamber, and macula hole (past tap). The patient was hospitalized for three days and treated with antibiotics, steroids, anticholinergic medication and an intravitreal injection.